Event description:
It was reported that a revision surgery was performed due to poly wear & stem loosening. X-rays and notes not available. Surgeon does not blame device.

Manufacturer narrative:
The associated cobalt chrome femoral head and cpcs femoral stem were not returned for evaluation. Therefore visual inspection and dimensional check could not be performed. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. However, device details were provided. Thus, a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of complaint history on the listed parts revealed no prior complaints for the listed batch with the same failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A clinical analysis noted that no clinical documents were provided. Therefore, no thorough clinical assessment of the reported issue can be rendered at this time. Without the return of the actual product involved, our investigation of this report is inconclusive. If the product associated with this event is returned at a future date, the evaluation will be reopened for investigation. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.